Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on a line that disconnected from the cassette while still inserted into their cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to disregard the use of their cycler for the evening and let it dry for 24 hours. Upon follow up, the patient confirmed the reported event was discovered after a fill cycle and fluid began pouring out of the cassette where the missing line was. The patient recalled the line second to the last one on the left side was missing but could not recall if it was the patient, supply, or drain line. The patient also did not know how the line became disconnected. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) due to the cycler drying out for three days. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on a line that disconnected from the cassette while still inserted into their cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to disregard the use of their cycler for the evening and let it dry for 24 hours. Upon follow up, the patient confirmed the reported event was discovered after a fill cycle and fluid began pouring out of the cassette where the missing line was. The patient recalled the line second to the last one on the left side was missing but could not recall if it was the patient, supply, or drain line. The patient also did not know how the line became disconnected. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) due to the cycler drying out for three days. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks found after the ast. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on a line that disconnected from the cassette while still inserted into their cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to disregard the use of their cycler for the evening and let it dry for 24 hours. Upon follow up, the patient confirmed the reported event was discovered after a fill cycle and fluid began pouring out of the cassette where the missing line was. The patient recalled the line second to the last one on the left side was missing but could not recall if it was the patient, supply, or drain line. The patient also did not know how the line became disconnected. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) due to the cycler drying out for three days. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.